Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-3750sp knee fibertak was not advancing and the inserter ended up bent with a broken fragment. The bone socket was drilled, and the surgeon used a mallet to impact the anchor. The anchor was not advancing great, but the inserter was bent when it was down to the hub and pulled back. The tie that was holding the implant snapped off, and the implant did not hold. The inserter had a broken piece, but the surgeon decided not to perform an x-ray. The surgeon was confident the piece of inserter was either embedded in the patient's bone or outside of the patient. Everything else was removed from the patient, and another ar-3750sp knee fibertak was used to complete the case. This was discovered during an anterolateral ligament repair procedure on (B)(6) 2024. The case was delayed less than fifteen minutes.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.